Event description:
Same case as MDR ID's: 2134265-2014-07260, 2134265-2014-07263. It was reported that the burr became stuck in the lesion. The patient was previously treated for multivessel ischemic cardiomyopathy with a drug-eluting stent in the circumflex artery. A second procedure was required to treat the right coronary artery (rca). The lesion was pre-dilated without successful opening of the vessel. The decision to perform rotational atherectomy was made with the use of a rotawire¿, 1.25mm rotalink¿ burr, and rotalink¿ advancer. The burr progressed through the lesion without issues; however, the burr became stuck in the vessel when being removed. The physician used tirofiban intra-arterial, and sweep to pressure with saline. The burr was released with force and removed from the patient. The procedure was completed with a 1.5mm burr in the middle segment, subsequently advancing a coronary balloon and deployment of a 2.75 x 24 mm promus premier drug-eluting stent, without additional complications. The patient was hemodynamically stable.

Manufacturer narrative:
Device evaluated by manufacturer:the rotalink advancer w/tubular drive shaft unit was returned connected to the burr catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. The unit was wet tested and was unable to reach optimum speed as the device stalled. The advancer was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was not used in accordance with the dfu. A melted ultem is caused by insufficient flow of saline or by the interruption of saline during the preparation of the device. Saline is used in the clinical setting to prevent a melted ultem and ensure the functional use of the device. The dfu states ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as MDR ID's: 2134265-2014-07260, 2134265-2014-07263. It was reported that the burr became stuck in the lesion. The patient was previously treated for multivessel ischemic cardiomyopathy with a drug-eluting stent in the circumflex artery. A second procedure was required to treat the right coronary artery (rca). The lesion was pre-dilated without successful opening of the vessel. The decision to perform rotational atherectomy was made with the use of a rotawire, 1.25mm rotalink burr, and rotalink advancer. The burr progressed through the lesion without issues; however, the burr became stuck in the vessel when being removed. The physician used tirofiban intra-arterial, and sweep to pressure with saline. The burr was released with force and removed from the patient. The procedure was completed with a 1.5mm burr in the middle segment, subsequently advancing a coronary balloon and deployment of a 2.75 x 24 mm promus premier drug-eluting stent, without additional complications. The patient was hemodynamically stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).